Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The insulin was unable to perform displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime test due to no button response. The insulin pump was unable to verify motor error alarm due to no button response. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump was alarming motor error. Customer's blood glucose level was 160 mg/dl at time of reporting. Nothing further reported.